Event description:
3/12/99- a dentist reported that he used atrisorb and the patient he treated had a "foreign body reacton"; no other reaction or symptom details are known. A tissue biopsy was taken and results are pending. Add'l follow up is planned; however, at the time of this report, no add'l info is available. 4/27/99- follow-up info was received by the distributor. A dentist reported that he used atrisorb free flow along with biooss graft material on periodontal defect #18. The dentist reported that within a few days, the surface tissue became red and swollen. The dentist prescribed oral antibiotics with no effect. The patient was sent to an oral surgeon who biopsied the apex of the lesion. Tissue biopsy results revealed chronic inflammation, foreign body reaction, and foreign body material. There were no atypical or neoplastic elements present in the tissue sample. The pathologist's diagnosis was as follows: foreign body reaction, chronic inflammation and fibrosis, and foreign bodies in the left mandible area. The treating dentist reported that the patient improved immediately after the biooss and atrisorb were removed. The treating dentist reported that he thought the patient's symptom was probably related to atrisorb use. No add'l patient follow up is planned.